Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The pocket site was moved from the pt's back to the pt's belly. The pt is reportedly doing well after the revision surgery.